Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/2/15 medical records received. After review of the medical records for MDR reportability, a correct doi was provided. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/2/2015.

Event description:
Asr revision reported via sales rep, asr xl, left. This is an asr implant. Pt has thigh pain. Upon inspection of hip joint pt has metal debris poss aval. Asr head, tapered spacer and cup were removed. Pt's old chart not available for product codes or lot #'s. The product #'s used were taken off of explanted implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).